Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farastar ablation generator was selected for being used, after preparing all of the consumables per protocol the procedure started, however error 301 was displayed on the console screen and could not be resolved. The procedure was cancelled at this time due to the error message. No patient complications occurred. The console will not be returned since it will be checked by bsc.